Event description:
It was reported per the physician that they applied to much tension which caused atrial lead micro-dislodged during implant and resulted in patient diaphragmatic stimulation. The pacing portion of the atrial lead was programmed off. It was subsequently reported that there were also high thresholds. The atrial lead was not removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported per the physician that they applied to much tension which caused atrial lead micro-dislodged during implant and resulted in patient diaphragmatic stimulation. They programmed off the atrial lead. The atrial lead was not removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.